Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed on a broccoli-shaped laa and a 24mm watchman flx laa closure device was implanted after meeting position, anchor, size, and seal (pass) criteria. Approximately 10 seconds after removal of the watchman access system and delivery system, the closure device was visualized via transesophageal echocardiogram in the left atrium. The device then further embolized into the descending aorta. Arterial access was gained and the closure device was retrieved by snare using two non-boston scientific sheaths. The patient was discharged the following day.